Manufacturer narrative:
(B)(4). Preliminary evaluation of the device via photo indicates swg-kinked. A follow up report will be submitted upon completion of the investigation.

Event description:
Customer complaint alleges "it was reported that swg (spring wire quide) met resistance in "catheter over needle". As a result, a new kit was opened to be used." Alleged issue reported found during use. It was reported there was no patient harm. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned a catheter-over-needle assembly, a guide wire assembly, a dilator and the product lid stock for evaluation. The components showed evidence of use in the form of dried blood. No other components were returned. The guide wire was observed to several kinks and offset coils towards the distal end of the body. The distal j-bend was deformed but intact. No obvious visual defects were observed on the introducer catheter, needle or dilator. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 7, 11 and 21 mm from the distal tip. The length and outer diameter of the guide wire were measured and were found to be within specification. The returned guide wire was inserted into the catheter hub 4 times, rotating the catheter 1/4 turn between insertions. Resistance was encountered during two insertions preventing the guide wire from passing through the catheter. After functional testing, the hub of the catheter was cross-sectioned and microscopically examined. The hub was found to be deformed at the transition point. A device history record review was performed on the guide wire and introducer catheter and no relevant manufacturing issues were identified. The customer complaint of resistance between the guide wire and the catheter from the catheter-over-needle assembly was confirmed during the sample investigation. During functional testing it was found that the guide wire would not pass through the introducer catheter at all times. The catheter was cross-sectioned and a molding issue was identified. The probable cause of this issue is manufacturing related. A CAPA was implemented as a corrective action for this issue in (B)(6) 2017. The catheter lot was manufactured in february 2017.

Event description:
Customer complaint alleges "it was reported that swg (spring wire quide) met resistance in "catheter over needle". As a result, a new kit was opened to be used." Alleged issue reported found during use. It was reported there was no patient harm. Patient condition reported as "fine".